Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to an olympus repair center for inspection and the following reportable malfunctions were identified during the device evaluation: water ingress into the main unit imaging and the camera cable. The original customer complaint was also confirmed. Based on the results of the investigation, the root cause was not established, and it is likely the following led to the malfunction: cause is traced to component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the middle of a therapeutic transurethral lithotripsy procedure the camera head's rotating part had wobble. The procedure was completed using the same device. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's rotating part had wobble. There was no report of patient harm.